Event description:
It was reported that during an avnrt procedure, the carto 3 system experienced a map shift. The map locations did not match observations with fluoroscopy. Earlier in the procedure there was significant 60 cycle noise on the ablation channels. This noise was present on both carto 3 and the recording system. The noise was worse when ablation was being delivered. Direct connect ic out and 12-lead cables were in use. The catheter cable, redel cable and 12-lead patches were changed without effect. No cables were coiled or crossed. The stockert indifferent electrode was well isolated from other cables. Green and yellow ground cables were in use on carto 3 and stockert. The case was concluded at the time of the call with no patient consequences. After follow up with the customer to obtain detailed information about the case, it was confirmed that no error message was given by the carto 3 system. The map shift could have occurred after the user moved the head of fluoroscopy. The acl function was "turned on" during the case. All the catheters used in the procedure shifted about 1 cm. The amount of the map shift was approximately 10 mm. There was patient movement noticed neither the reference patches. The catheters connected to the piu were cs bwi catheter, quad bwi catheter and two sjm quad catheters.

Manufacturer narrative:
(B)(4). It was reported that during an avnrt procedure, the carto 3 system experienced a map shift. The map locations did not match observations with fluoroscopy. Earlier in the procedure there was significant 60 cycle noise on the ablation channels. This noise was present on both carto 3 and the recording system. The noise was worse when ablation was being delivered. The case was concluded at the time of the call with no patient consequences. The clinical specialist reported to the field service engineer (fse) that the catheter was a non-irrigated 4 mm catheter. The clinical specialist replaced the redel cable which reduced the noise slightly on the ablation signal, but not entirely. The catheter was not changed and the case was completed. The fse followed up with the account and no noise on the ablation signals was seen with the new navistar non irrigated catheter. No map shift and / or noise were reported in the next case. The system was found operational. The DHR associated with carto 3 #13402 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).